Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the manual prime process. The customer was assisted with troubleshooting. Customer stated that they were unable to exit the preparing to prime loop. The drive support cap was sticking out. No harm requiring medical intervention was reported. The device will be returned for analysis.